Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pauses in pacing of 1-2 seconds, seen only on the surface electrogram, not on the programmer. This did not create an epsiode. The lead measurements are all normal and have not changed since implant. No noise or signal was able to be reproduced.